Event description:
It was reported that the panel holder broke. The panel holder holds the user interface onto the ventilator system. There was not pt involvement. (B)(4).

Manufacturer narrative:
More information regarding the reported event have been requested. A supplemental medwatch will be provided when the investigation has been finalized. (B)(4).